Event description:
Healthcare professional reported a lap-band for which the patient "claimed fever which was never documented in the office," the patient reported "not feeling good," there was "abdominal fluid collection outside and around the area of dissection" the doctor "felt that there might have been a microperforation of the stomach wall," and that "the band eroded through that part of the wall of the stomach," first noticed when the patient presented with pain and "not feeling good." The lap-band system was explanted and not replaced.

Manufacturer narrative:
The access port connector associated with this report was not returned with the lap-band system by the reporter. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Infection, seroma, stomach perforation, pain, malaise, fever, and erosion are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection, seroma, pain, malaise, and fever as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred if fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection." Device labeling addresses the possible outcome of stomach perforation as follows: perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."